Event description:
The customer stated, she was hospitalized for low blood glucose, and the reading was 39 mg/dl. Troubleshooting was performed, and the insulin pump passed the displacement test. In addition, the customer stated that she exposed the insulin pump to an MRI scan earlier in the year.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.